Event description:
It was reported that the device "trips the ground fault." There was no additional information available.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the device "trips the ground fault." There was no additional information available.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged front cover, enclosure, tank cover, and line cord, outdated printed circuit board (pcb) and power switch. Started with a visual inspection then filled tank with water, attached temperature check, hooked up to the electrical tester, plugged in line cord, and ran the test. The reported issue was duplicated. The device failed the electrical test and tripping the ground fault would cause this result confirming the customer complaint. The root cause of reported issue was found to be the line cord has a splice in the insulation coating and the inside wire were exposed, cause by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.